Manufacturer narrative:
(B)(4). Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, selftest and displacement accuracy test. Pump passed the dat test at 0.08715 inches. No unusual noise when shaking or no clicking noises when delivering a bolus with the unit. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, peeling/fading end cap address label, cracked retainer and scratched case. Corrosion on force sensor assembly, moisture damage on motor assembly and moisture damage on electronic board stack noted during visual inspection of the electronics. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the customer experienced a high blood glucose of 480 mg/dl. The customer alleged the insulin pump was under delivering insulin due to high blood glucose. Customer was treated with insulin pump and manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was performed high pressure test and it was passed. Customer was not using auto mode. The insulin pump will be returned for analysis.